Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with fluid ingression noted by the downstream occlusion (dso) sensor seal. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During investigation, the reported customer?s issue was able to be duplicated. Service will replace the dso sensor to correct the reported issue and perform preventive maintenance and all functional test to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed "cassette not attached". There was no reported adverse event.